Event description:
This lead was capped because there was no capture. The biotronik representative said that the lead had not been displaying capture since 2009, but was just capped on (B)(6) 2012. There are no adverse events reported for this pt. The hospital retained this device. Should additional information become available this file will be updated.